Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: there were two clips returned for evaluation. It was confirmed that the returned clips were scissored. Based on the visual inspection of the clips, no conclusion could be reached as to how or why the clips scissored. As the instrument was not returned for evaluation, functional tesing could not be performed. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the er320 was used during a laparscopic cholecystectomy. It was reported the clips scissored. The device was not saved but the rep is sending in two scissored clips. The rep will call back with additional information. There was no consequence to the patient. 09/30/1997 there is no further information available per the rep.